Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted on (B)(6) 2023. The patient had the 45 day follow up transesophageal echocardiography (tee) examination, which did not show any leaks or thrombus. On (B)(6) 2024, the patient had a coronary computed tomography angiography (cta) completed which incidentally revealed a thrombus on the closure device. A tee was then completed confirming the thrombus. It was noted that the patient was not compliant with the medication regime. There were no patient complications reported.